Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and received the following additional information : the reported 8mm monopolar curved scissors (mcs) instrument was sent back to intuitive for evaluation. There were no issues with patient care. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. No x-rays were taken.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to have a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument did not have any damaged cables. Additional findings : the instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The blade indentation did result in the cut test failure. The instrument appeared to have a detached fragment. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.